Manufacturer narrative:
The valve was received in the st. Jude medical heart valve div. Fer analysis laboratory in a small sterilization pouch, inside a biohazard bag, in a shipping box, in a dry state. The valve's rotator was also returned in this pouch, detached from the valve. Both of these components were covered in a reddish-brown substance, appearing to be dried blood. The sewing cuff was dark brown in color, and contained two sutures. One leaflet remained housed in the orifice, was intact, and was observed to be stuck in the closed position. The other leaflet was missing. The carbon surfaces of the valve were covered in a dried substance appearing to be dried blood. The valve was chemically sterilized and sent to the st. Jude medical woodridge facility for x-ray to evaluate the rotation mechanism. The valve's rotation mechanism was then tested using a chatillon digital torque gauge. Per the device specification for the st. Jude medical mechanical heart valve sjm masters series, both the clockwise and counterclockwise torque values were within mfg specifications. The valve was then cleaned, and the sewing cuff and rotation mechanism were removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. Due to the fact the sewing cuff and rotation mechanism were removed from the carbon valve, the presence of the index point on the orifice made it possible to determine that the missing leaflet was the right leaflet, and the intact leaflet was the left leaflet. The left leaflet and the orifice were found to be unremarkable. Scanning electron microscope (sem) analysis displayed no remarkable surface damage features on the orifice nor on the left leaflet. The sem photos displayed no evidence of material damage in the areas of recessed pivot areas #2 and #3, which engaged with the missing right leaflet. Carbon coating thickness measurements conducted on the leaflets and orifice conformed with the requirements specified in st. Jude medical documentation. Due to the fact the right leaflet was not returned, its dimensions could not be measured. However, prior to assembling the valve components at the time of MFR, the leaflets and orifice were computer-matched to each other, and the dimensions of this valve were in accordance with st. Jude medical's specifications. The leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. The valve's device history record was examined to ensure that each mfg and insepction operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record and the add'l testing performed through the fer analysis laboratory indicated the valve complied with st. Jude

Event description:
During implant, the valve "came apart". The valve was replaced.